Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that medication leaked on the patients leg, from a bd ultrasafe passive¿ x-series needle guard syringe. There was no report of injury or medical intervention.